Event description:
The customer reported that the system was arcing and would not display an image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube type was programmed into the generator. The system was found to be working as intended.